Event description:
On (B)(6) 2013, patient's mother reported that sometimes when they bolus from the glucose monitoring device the bolus is not delivered. Advised if communication is broken then the bolus type will default to manual and will not be sent from the blood glucose monitor. Mother stated there is no battery symbol displayed. Mother reported her son's blood glucose level has been elevated this past week and they have been unable to get it to come down. Mother stated the patient's blood glucose level has been running in the 300's mg/dl and has been elevated as high as the 500's mg/dl. Patient's normal blood glucose is 185 mg/dl. Mother reported the patient has been able to self-treat without any outside assistance. Mother stated she was able to get the patient's blood glucose level to come back to normal briefly today. Mother reported that last week she noticed that the patient's infusion set tubing was leaking. Mother stated she went to give him a bolus at night while he was sleeping and noticed the tubing was leaking. Mother reported she thought maybe it had been kinked and the insulin was leaking out of a tear in the tubing. Mother stated the alleged infusion set has been discarded. Mother reported she will contact the patient's doctor to see if any adjustments are needed. On follow up call on (B)(6) 2013 mother reported the doctor has made adjustments to the patient's bolus calculator settings and his basal rate. Mother stated the patient's blood glucose level remains erratic but is doing better. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.